Manufacturer narrative:
Three photos were shared by the customer. All 3 photos illustrate a blood residual over the tego device and no mating device was observed. One used list# d1000, tego¿ connector, appx 0.05 was returned for evaluation. As received, there was no occlusion in the fluid path, physical damage on the set or anomalies were observed. No mating device was returned for evaluation. The sample was tested as per procedure and low/high pressure test, failed. Then, the sample was dissembled and a tear on the seal was found. The complaint of leakage can be confirmed. The probable cause of the tear is unknown. Because the first dialysis was reportedly completed successfully with no issues, and the leak was found during the 2nd dialysis, this suggests the manufacturing process is not likely to be the cause. A device history records review could not be conducted because no lot number was identified. Additional information can be found in b5.

Event description:
Additional information from the customer was received on 16-dec-2024 stating that the event/complaint happened during the second dialyses treatment with the specific tego device.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a tego® connector. A growing blood stain reportedly emerged on the sterile work field after the venous blood line of the machine was attached to the catheter, and the blood pump had started to turn. The nurse was busy hooking-up the patient to the dialysis machine. The nurse did not notice this up until the moment she was on the other side of the patient's bed, from where she was supposed to finish setting the patient up for dialysis. Fortunately, another clinician was there to assist her by running to the machine to stop the blood pump before too much blood was spilled. Then, a plastic vascular clamp was immediately placed on the catheter to stop the blood from flowing out from the catheter. The leakage originated from the tego connector that was attached to the venous side of the catheter. Even though there was as vascular clamp on the catheter, blood still arose every time that the connector was wiped with a gauze. This blood pooling only just stopped after the venous bloodline was clamped and detached from the catheter. The blood spilling was reportedly due to a malfunctioning silicone of the tego connector. The bloodline was attached in the correct way to the tego connector for sure. Before detaching, the colleague's work was double checked to make sure of that. No acetone was used on this device. The product was stored in a dry in a medicine cart and regular storage unit cupboard. There was patient involvement and the customer reported unspecified patient harm. There were no medical interventions needed due to the harm that occurred. It was unknown if the patient's status changed prior to, during, or after the event.